Manufacturer narrative:
The customer¿s report of backflow from the secondary into the primary was confirmed. No anomalies were observed on the received primary and secondary sets during visual inspection. The check valve was also visually inspected under microscope; it was assembled in the set correctly, and the silicone membrane was centered. Functional testing in the sd lab produced a failed result; however further testing by supplier of the check valve indicated a pass result. Disassembly of the check valve part resulted in discovery of a particle located between the housing seal area and the affixed silicone diaphragm disk. The particle was identified to be pvc. The cause of the backflow failure is a pvc particle found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the pvc particle was not identified.

Event description:
The customer reported a secondary infusion appeared to be infusing faster than what was programed on the pump module. The nurse obtained a new pump module and pcu and loaded the same tubing into the newly obtained devices. The nurse had not yet programmed the medication infusion when they noted the secondary infusion of potassium chloride was flowing back into the primary infusion bag. The customer would like to know if there's an issue with the check valve. New tubing was obtained. There was no patient harm.

Manufacturer narrative:
Concomitant medical products: 250ml baxter ndc 0338-0049-02, lot number y278630, exp feb20, 0.9% sodium chloride; 50ml baxter bag ndc 0338-0703-1, lot number p378059, exp may19, potassium chloride. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a secondary infusion appeared to be infusing faster than what was programed on the pump module. The nurse obtained a new pump module and pcu and loaded the same tubing into the newly obtained devices. The nurse had not yet programmed the medication infusion when they noted the secondary infusion of potassium chloride was flowing into the primary infusion bag. The customer would like to know if there's an issue with the back check valve. New tubing was obtained. There was no patient harm.